Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker did not deliver bradycardia pacing at the expected rate. Technical services (ts) was consulted and determined that alternating atrial beats were being undersensed as they occurred into the blanking period. Ts provided device reprogramming recommendations. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that bradycardia therapy was disabled for the right atrial (ra) channel following physician discretion. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker did not deliver bradycardia pacing at the expected rate. Technical services (ts) was consulted and determined that alternating atrial beats were being undersensed as they occurred into the blanking period. Ts provided device reprogramming recommendations. No adverse patient effects were reported. This pacemaker remains in service.